Manufacturer narrative:
No product was returned for evaluation. Not enough information was provided by reporter to complete a product history review (phr). The video returned showed no eye or device preparation. The leading haptic was at the tip when the device comes into view. The device was placed into the incision and pushed in about halfway up the tip. The tip goes out of the frame as the lens enters the eye. As the lens is exiting the tip, the lens appears to flip and is posterior surface up after it is completely delivered. The lens is maneuvered with an instrument as the video ends. Customer indicated viscoelastic was healon; this is not a qualified viscoelastic per the dfu. The dfu instructs that rotation of the device may be necessary to ensure the lens unfolds anterior side up. Unable to determine if the lens placement was checked by the user.

Event description:
A surgeon reported the intraocular lens (iol) contacted the patient's corneal endothelium during iol implantation. Corneal endothelial trauma was noted one day following surgery. Symptoms resolved with medications.